Manufacturer narrative:
The product was not returned to microline inc. A product investigation is not possible. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref: (B)(4).

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink from the renew scissor tip broke. The anesthesia and procedure time was extended for 10 min.